Manufacturer narrative:
The field service engineer found a salt stain on the reference electrode. He replaced the reference electrode. He performed an ise check, calibration, and qc and had acceptable results. After service, the customer has not reported any further issues. Based on the provided information, the investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas pro ise analytical unit. The initial results were not reported outside the laboratory. Reportedly the customer performed repeat testing with the samples as the na and cl results were "not related to each other." Sample 1's initial na result was 133.4 mmol/l. The patient's repeat na result was 138.5 mmol/l. Sample 2's initial na result was 138.9 mmol/l. The patient's repeat na result was 147.1 mmol/l. The na electrode lot number and expiration date were requested but not provided.